Event description:
A customer reported that their pump was charging two to three times slower than when initially obtained. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the customer declined further follow-up.